Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and there was contamination under the button contacts. This report is made based on results of investigation completed on 04/16/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: investigation revealed that the display screen was dim and fading. Additionally, investigation revealed that the keypad cover was missing and there was contamination under the button contacts. (B)(6).